Event description:
The lead was observed to have an insulation breach under the suture sleeve tie down area.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-45 lead implanted: (B)(6) 2011; mcs-p3-943 transcatheter valve implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced difficulties ambulating, with extreme fatigue and weakness. Evidence of lead noise and pacing inhibition was found. The rv (right ventricular) lead was laser extracted and replaced. The lead was noted to be part of the core valve study. No patient complications have been reported as a result of this event.